Manufacturer narrative:
Model sc-2317-70, serial (B)(6): the returned lead was analyzed. Visual microscope and x-ray inspection of the lead revealed that this lead was bent-kinked 2 cm from the set screw mark of the clik x anchor and all the cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent-kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the patient lost therapy due to high impedances. The patient underwent a lead replacement procedure and was doing fine post-operatively.

Event description:
It was reported that the patient lost therapy due to high impedances. The patient underwent a lead replacement procedure and was doing fine post-operatively.